Event description:
It was reported that after a successful insertion of the iab, "the machine repeatedly alarmed and [the user] saw bleeding in the helium connection pipe. The machine was suspended. Remove the catheter and replace it with a new one to continue working". The 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported a "fine".

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after a successful insertion of the iab, "the machine repeatedly alarmed and [the user] saw bleeding in the helium connection pipe. The machine was suspended. Remove the catheter and replace it with a new one to continue working". The 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported a "fine".

Manufacturer narrative:
(B)(4).the reported complaint for iab blood in helium pathway was confirmed upon investigation of the returned sample. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in a cardboard box and was in a sealed bio-hazard bag (inp-1, inp-2). Returned with the sample was the supplied 40cc driveline tubing; blood was noted within the tubing (inp-6). Upon return, the distal end of the teflon sheath was at approximately 13.5cm from the iabc distal tip; the sidearm was noted cut (inp-7). The iabc bladder was partially withdrawn through the sheath; the visible portion of the bladder was fully unwrapped (inp-7, inp-8). Bends to the iabc central lumen were noted at approximately 1.5cm, 5.5cm, 27.8cm, 42cm, and 55.4cm from the iabc distal tip (inp-9 through inp-13). Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The iabc bladder was found withdrawn through the teflon sheath, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0064in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document with similar results. The one-way valve was properly cleaned and tested again; the one-way valve immediately lost pressure and failed. The one-way valve was noted broken/cracked (anp-1). A laboratory inventory one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the one-way valve. While maintaining the vacuum, the teflon sheath was moved towards the iabc bifurcate with little force. Upon removal of the teflon sheath, no visual damage or abnormalities were noted to the iabc bladder (anp-2). An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane (anp-3). Under microscopic inspection, abrasions were observed from approximately 23.2cm to 24cm from the iabc distal tip (anp-4). A full thickness abrasion to the bladder was confirmed at approximately 23.4cm from the iabc distal tip and the appearance was consistent with repeated contact with calcified plaque on the aortic wall (anp-5). No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire was able to advance through the central lumen and blood clot had exited the central lumen with the guidewire. The guidewire was front loaded through the iabc luer. The guidewire was able to advance through the central lumen and blood had exited the central lumen with the guidewire. The returned iabc bladder was found withdrawn through the teflon sheath. This indicated the iabc was not removed per the instruction for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak was related to patient condition. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a successful insertion of the iab, "the machine repeatedly alarmed and the user saw bleeding in the helium connection pipe. The machine was suspended. Remove the catheter and replace it with a new one to continue working". The 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported a "fine".